Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a hair in the carton. The doctor used the product because hair was not in an inner package, so doctor thought sterilization of product was no problem.

Manufacturer narrative:
An event regarding a hair in packaging involving a trident shell was reported. The event was confirmed. No adverse consequences to any patient were reported. Device evaluation and results: the outer box was returned, with shrink wrap covering all but one side. Inside the box, a dark hair was observed under one of the inside flaps. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the hair found in the returned packaging could not be confirmed to be a manufacturing related issue. There are controls in place along with visual checks to reduce the possibility of the event occurring.

Event description:
It was reported that a hair in the carton. The doctor used the product because hair was not in an inner package, so doctor thought sterilization of product was no problem.